Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer reported issue was confirmed via photo evaluation. The actual sample is not available for evaluation, therefore, the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to corporate product surveillance that while assessing the patient, nurse observed the elcam 3-way standard bore stopcock to patient's umbilical venous catheter was cracked and leaking blood in patient's bed. The patient was lying in blood and total parenteral nutrition (tpn). The patient was stable and the stopcock was switched out. No additional information is available.